Manufacturer narrative:
Follow up for manufacturer report number 9610175-2015-00005. The method, results and conclusions for the sister sample returned by the customer is reported on the first row for patrol feeding set list number m433, lot# 20620vm. The sister sample tested with no tubing separations noted. Hence, the complaint is not confirmed. The method, results and conclusions for the sister sample retained by abbott are depicted on the second row. It is noted the batch history record review of a retained sample by abbott for lot# 20620vm showed no abnormalities per visual examination.

Event description:
"Same case as 9610175-2015-00001, 9610175-2015-00002, 9610175-2015-00003 and 9610175-0004". Abbott nutrition (B)(4) was notified on (B)(6) 2015 that two additional lot numbers were involved. It was reported the patrol feeding sets broke apart before they went around the pump's rotor. This begun to occur in (B)(6) 2014. When the patient missed a portion of his feedings; his blood glucose decreased to 38-54 mg/dl. The patient did not experience any signs or symptoms of hypoglycemia nor were there any reports of medical interventions provided to return patient to his baseline blood glucose level. It was reported patient weighed (B)(6) in (B)(6) and at the end of (B)(6) 2015, he weighed (B)(6).

Manufacturer narrative:
(B)(4). The device reported, list number m433, is an abbott product that is marketed internationally, which is the same or similar to a device, list number 56841, that was marketed domestically. Abbott nutrition's standard procedure includes attempting to obtain all required information from the source. A total of five batches were involved: (1) 26958vm (2) 27996vm (3) 96222vm (4) 25878vm (5) 20620vm. The batch history record reviews were found to be accurate with no abnormalities. Abbott nutrition (B)(4) was made aware of two additional batch number on (B)(4) 2015.